Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-may-16. The rep indicated that the implantable neurostimulator (ins) would be replaced on (B)(6) 2018. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-feb-24. The rep indicated that the batteries need to be replaced due to end of life (eol) and not due to any issues with the device. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 7434a, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The rep received a call from the hcp indicating that the patient was reporting intermittent stimulation. The rep was not with the patient or hcp to do further troubleshooting. The rep also noted seeing an amber light on the patient programmer. Lights were reviewed with the rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was unsure when the intermittent stimulation began. It was reported that the patient was scheduled for surgery to have the ins replaced. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 7434a. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-jun-11. Their implantable neurostimulator (ins) was at end of life (eol) and unable to read. Their other ins had no problem with impedances. Both inss were sent to ccf pathology/device. Both functioned fine until the one ins experienced eol. The patient accidently put the cover for the 9 volt of the ins over the other inss patient programmer and vice versa. Therefore, unable to make changes to proper device because they were using the wrong controller. No further complications were reported/are anticipated.